Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Please note that the surgeon could not recall the date of the procedure or the facility where this event occurred. Investigation findings: an investigation could not be performed on this device as it was discarded. A review of product history shows similar reported problems. A corrective action is in process for this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that a small portion of the distal end of the cannula became detached while being inserted into the pt's shoulder for arthroscopic surgery and was retrieved with a grasper. The procedure was completed with an alternate, and there was no reported injury or surgical delay associated with this event.